Event description:
It was reported to philips that the device displayed a red x in the rfu indicator and turned off during patient monitoring. The customer noted that the pins on the battery pca could have caused the failure and may need to be replaced. The device was being used to monitor a patient at the time of the reported failure. There was no reported adverse event to the patient or user as a result of the failure.